Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood glucose levels of 400 and 430 mg/dl earlier in the day of the call. Customer stated that she performed a set change. During troubleshooting, the customer stated that she was able to insert her infusion set and saw insulin exit. The insulin was not replaced or returned for analysis.